Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor (gold).the pump passed the basic occlusion test, displacement and excessive no delivery test. No motor error alarms occurred during test. Motor tested ok. The pump was received button error alarms due to dog chew mark on up arrow button dome. The pump had dog chew mark around the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was able to resolve the no delivery, by disconnecting and priming. However the pump alarmed button error. The device will be returned for analysis.